Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml baclofen at an unknown dose via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the pump was eroding through the skin. Environmental, external, or patient factors that may have led or contributed to the event remained unknown and it was unknown as to what troubleshooting or diagnostics were performed. The intrathecal dose was lowered, the pump was stopped, and the patient was placed on oral baclofen in preparation for pump explant. No surgical intervention occurred, however it was planned, but it was unknown if it was scheduled. It was noted that the issue was resolved and the patient was noted to be "alive - no injury". No further issues were reported or anticipated.